Event description:
Litigation alleges the patient suffers from pain and weakness.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 01/12/2017 ¿ pfs and medical records received. After review of the pfs and medical records for MDR reportability, alleges pain, difficulty walking, getting in and out of car, inability to do liquid housekeeping chores, depression, limited range of motion and weakness in hip and leg, and trouble sleeping. Revising surgeon noted in description that "anterior half of abductors were avulsed, and there was approximately 100 ml of yellow-tinged fluid in the hip." Also, "some metal staining around the periphery of the acetabulum". The "metal stained lining" was sent for pathology, "which was negative for acute inflammation, but positive for perivascular lymphocytic infiltration consistent with an adverse reaction to the metal-on-metal bearing." Altr and poor joint mechanics:rom harms added to complaint, and FDA codes for altr, loss of rom, depression, and weakness submitted. Part/lot updated.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.